Manufacturer narrative:
(B)(4): device not available for analysis.

Event description:
Per the clinic, the patient experienced warm sensation with external device use resulting in discomfort. No serious injury has occurred. The device is not available for analysis.